Manufacturer narrative:
Devices involved in this incident were not returned for evaluation. As more information is gathered, an addendum will be made to this report. Device not returned for evaluation.

Event description:
A patient was scheduled for a revision knee surgery. X-ray photographs indicates that the femoral stem has broken free from the femoral component. Possibly due to lack of bone support where the weight has transferred to the modular junction of the joint.